Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non osseointegration of the dental implant, but did not provide any information about the case.